Event description:
A patient reporting experiencing hypoglycemia while using a surestep meter. In 2001, patient had breakfast and took 15u of set amount of insulin. Patient did not test blood glucose in the morning. Later during the day patient collapsed and lost consciousness. Family member attempted to use ss meter but kept getting "insert test strip" message. Paramedics, who were called, transferred patient to ER. At ER patient's blood glucose was 19mg/dl. Patient spent several hours at the ER while being treated for hypoglycemia. No further information available.